Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had electromagnetic interference (emi) oversensing seen as high rate non-sustained (hr-ns) episodes. The device remains in use. No patient complications have been reported as a result of this event.